Event description:
It was reported that the indicated battery charge of the customer's pump dropped a significant percentage in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.